Event description:
The device was in use during the procedure and was about to be placed in the patient. When the physician attempted to place the device through the sheath into the patient, it would not thread through the sheath. A new device from the same lot number had to be used. The patient was not injured as a result of this incident.